Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The return of sample is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr13554 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr13554 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the identified leak issue and torn inner lumen. However, the investigation is unconfirmed for the balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.